Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 hematology analyzer timed out and the compressor was off. Customer reported that fluid dripped from the manual aspiration probe onto the countertop. Customer reported that the volume of the leak was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced valve cvl 85/126, the first shear valve, and blood sampling valve (bsv) shaft and shaft lever.

Manufacturer narrative:
(B)(4).